Event description:
The pt was hospitalized for post operative complication of device implantation. Post operative swelling consistent with seroma and a hematoma. Pt was hospitalized on (B)(6) 2012, for wound dehiscence and wound revision. Currently the pt is being treated with outpatient IV vancomycin.